Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), sjogren's syndrome ('autoimmune disorder type of disorder: sjogrens'), coeliac disease ('celiac /gastrointestinal or digestive system condition type: celiac disease.') And cholecystectomy ('gallbladder removed') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude (close) fallopian tubes". The patient's medical history included bipolar disorder and diabetes mellitus. Concomitant products included ciclosporin (restasis), clonazepam (klonopin), hydroxychloroquine, iron, lamotrigine (lamictal), lithium, lorazepam (ativan), metformin, mirabegron (myrbetriq) and topiramate (topamax). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), coeliac disease (seriousness criterion medically significant), polycystic ovaries ("hormonal changes describe: polycystic ovarian syndrome"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)\passed large clots"), urinary tract infection ("infection (bladder/urinary tract/vaginal) type: recurring urinary tract infection"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), dry eye ("vision/eye problems type: dry eyes"), fatigue ("fatigue,"), menometrorrhagia ("menometrorrhagia and more than six months of daily bleeding"), migraine ("migraine/headache"), rash ("rash/skin condition"), abdominal pain ("abdominal pain"), anaemia ("anemia"), ovarian cyst ("ovarian cysts"), uterine cervical pain ("pain cervix") and skin disorder ("rash/skin condition"), was found to have weight increased ("weight gain\gain20lbs in 6 months after implant") and underwent peripheral nerve operation ("ulnar nerve repair") and cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy, bilateral ovarian cystotomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, sjogren's syndrome, coeliac disease, polycystic ovaries, urinary tract infection, dysmenorrhoea, dyspareunia, abdominal pain and uterine cervical pain had resolved and the weight increased, menorrhagia, vaginal haemorrhage, peripheral nerve operation, dry eye, fatigue, menometrorrhagia, migraine, rash, anaemia, ovarian cyst, cholecystectomy and skin disorder outcome was unknown. The reporter considered abdominal pain, anaemia, cholecystectomy, coeliac disease, dry eye, dysmenorrhoea, dyspareunia, fatigue, menometrorrhagia, menorrhagia, migraine, ovarian cyst, pelvic pain, peripheral nerve operation, polycystic ovaries, rash, sjogren's syndrome, skin disorder, urinary tract infection, uterine cervical pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: result: failure to occlude (close) fallopian tubes other (please describe). Fallopian tube occlusion not confirmed. Pathology test - on (B)(6) 2017: diagnosis: a. Uterus and bilateral fallopian tubes, supracervical hysterectomy with bilateral salpingectomy: weakly proliferative endometrium with no evidence of hyperplasia, atypia, or polyp formation. Myometrium with superficial adenomyosis. Fallopian tubes with benign paratubal cysts. Left ovarian cyst wall, cystectomy: portion of a benign apparent follicular type cyst. Ultrasound scan - on (B)(6) 2017: simple cyst on both the right and left ovary, the left measuring 4.9 x 2.6, the right measuring 3. Cm x 2.9. Uterus showed a volume of approximately 158 cc with thickened endometrium. Follow-up ultrasound earlier in march showed two simple cysts of the left ovary and two simple cysts of the right ovary. These were essentially unchanged in size. Dyspareunia, rash, menometrorrhagia, anemia, sjogren syndrome, ovarian cyst. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs and mr received : case become incident. Unspecified event: injury to herself was updated to more specific events: polycystic ovarian syndrome, abnormal bleeding(vaginal, menorrhagia), recurring urinary tract infection, sjogrens, dysmenorrhea (cramping), gallbladder removed, ulnar nerve repair, dyspareunia (painful sexual intercourse), dry eyes, fatigue, weight gain, celiac disease, pain cervix, migraine, pelvic pain, abdominal pain, failure to occlude (close) fallopian tubes, anemia, rash, skin disorder, ovarian cysts, menometrorrhagia. Aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Events onset date, events severity, concomitant drug, medical history and lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.